Event description:
It was reported that the device experiencing air in line alarms without visible air noted in the IV tubing. To troubleshoot, the clinician would "flick" the IV tubing and if it did not resolve, she would change out the module. Biomed stated they reported air in line issues with fifty percent in air in line assembly failures and fifty percent as false air in line errors. They found black residue in air in line assembly during inspection. This was reported to bd representatives during site visit. The bd clinical practice consultants reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading and IV set priming with clinicians. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.